Event description:
It was reported that the iab was placed in a pt with angina for support. After insertion, the pt demonstrated resolution of his discomfort, and was hemodynamically stable. Later, he experienced an episode of pain during which time he "doubled over". He then experienced more severe pain and was diagnosed with a perforated aorta. The perforation was repaired and his condition is listed as "good".